Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed power error. The customer's blood glucose level was 150 mg/dl at the time of the incident. The insulin pump was not returned for analysis.